Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2015 to report a hardware error that occurred on (B)(6) 2015. Patient's parents reset the device and the reported issue was not resolved. At the time of contact, the patient's parents did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The receiver was determined to be in good condition based on external visual inspection. However, a "call tech support" error message was observed on the receiver screen. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.